Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that bard-parker blades are breaking while in use. The incident occurred at the user facility. No injury or deaths were reported. No samples and no photographic evidence were available for evaluation. A lot number was provided for review. Device history record was reviewed for lot number 0151445. No non-conformance's were noted that could be related to the complaint issue. Packaging process has established controls to mitigate broken blade condition, including a ¿medio¿ blade sensor that inspects 100% of packed pouches liner level prior to aluminum foil packaging. Also, excessive force applied by end user during surgery process could also cause blade condition. The following controls are in-place to mitigate this condition at aspen surgical (B)(4) site: eat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Due to no sample and no photographic evidence available, the condition of the blades could not be confirmed. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that bard-parker blades are breaking while in use. The incident occurred at the user facility. This report was filed in our complaint handling system as (B)(4).